Manufacturer narrative:
A visual review of the returned bandages found no foreign mater, damage, or defects. Review of the product's 2-year complaint history for the reported failure code and the product's global sales code (sxj) found no statistical trends. 3m will continue to monitor. End of report.

Manufacturer narrative:
The device has not been returned by the consumer to 3m for evaluation. Review of the product's 2-year complaint history for the reported failure code and the product's global sales code (sxj) found no statistical trends. Without the product being returned for evaluation, root cause can't be determined. Test results confirm the biocompatibility of nexcare¿ waterproof bandages for their intended use. In addition to performing clinical studies, 3m¿ monitors its medical devices with manufacturing controls, including in-process specifications, release specifications and testing. End of report.

Event description:
A (B)(6) year old, caucasian male consumer applied the referenced bandage to cover a bed sore on his left elbow on (B)(6) 2019. Prior to application, vitamin a&d ointment was applied on the sore. The bandage was removed the following morning, (B)(6) 2019. The man alleged a piece of his skin near the wound, approximately the size of .25 inches, was pulled off during removal. The affected area bled. The consumer reported he did not have sensitive or fragile skin. The affected area was flushed with cold water and the bleeding stopped. The consumer reported the wound later began to bleed again. He visited a doctor on (B)(6) 2019. The doctor prescribed bactrim ds (2x/day for 10 days) as a precaution to avoid infection. The consumer reported the wound stopped bleeding on (B)(6) 2019 and the affected area appeared to be healing. The consumer continued to apply neosporin and hydrogen peroxide onto the area and covered with a bandage. On (B)(6) 2019, the consumer reported the wound was almost completely healed.